Event description:
It was reported the capacitors are weak. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and lower case are contaminated/broken. Battery release and lead flex cover are contaminated. Two side bail covers, ring cover, two case screws, ring cover screw, two side bails, and the ring are missing. Battery contacts are compressed. Battery drawer is damaged/broken.